Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing including power cycling, bench handling, defib functional stress testing, and pacer functional stress testing without duplicating the report. The pace/defib engine was replaced as precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72", "defib disabled" and "pacer disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.